Event description:
It was reported that post-paced t-wave oversensing was observed on the ventricular channel. No treatment given and no action taken. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.